Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurately high results on their onetouch verio iq meter. No specific values were obtained, but the reporter claimed that they had obtained a blood glucose result with the subject meter which was "20mg/dl" higher than the result obtained from the other meter. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.